Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch ping enhanced meter would power off during use. In addition, the reporter also stated that the subject meter had a ¿flickering¿ display issue. These complaints were classified based on the customer care advocate (cca) documentation since the patient was unable to be contacted to obtain additional information. The reporter stated that the alleged meter issues first occurred at 12 pm on (B)(6) 2014. The patient manages their diabetes with insulin pump therapy. In response to the alleged meter issues the patient made no changes to their normal diabetes management routine, and bloused without being able to obtain a blood glucose reading with their meter. ¿3-4 hours¿ later, the patient stated that they experienced ¿hyperglycemic symptoms¿, but did not provide any specific examples of these symptoms. In response to feeling this way the patient self-treated by administering an unknown dosage of insulin. The patient also stated that they tested their blood glucose on another, unknown, device at 4 pm and obtained a blood glucose value of ¿19 mmol/l¿. At the time of troubleshooting the cca noted that the batteries did not need to be changed per the owner¿s booklet recommendation and there was no misuse of the product. The patient¿s products were requested for evaluation. This complaint is being reported because the patient was unable to obtain a blood glucose reading on the subject meter. This led to them administering too little insulin, experiencing ¿hyperglycemic symptoms¿ and then having to self-treat by administering additional insulin in order to lower their blood glucose levels after the alleged product issues began.

Manufacturer narrative:
Follow-up # 1 ¿ (12/27/2014). The patient¿s meter has been returned on 12/11/2014 and evaluated by lifescan product analysis on 12/16/2014 with the following findings: the meter involved with this complaint failed testing. The meter¿s lcd was found to be defective. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.